Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The patient's medical history included uterine bleeding, vaginal bleeding and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on, (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: diagnosis: fallopian tubes, laparoscopic bilateral salpingectomy: two fallopian tubes including distal fimbriated ends showing no significant histopathologic changes. Two essure coils clinical history: abnormal uterine and vaginal bleeding material(s) submitied: 1. Bilateral fallopian tubes with essure device gross description: received in formalin labeled "bilateral fallopian tubes with essure device" are two fallopian tubes. The first tube including the fimbriated end is 6 cm in length x 0.5 cm in diameter. The serosa is tan and smooth and the lumen appears complete with no essure device present. The second fallopian tube including the fimbriated end is 5.5 cm in length x 0.6 cm in diameter. The serosa is tan and smooth and the lumen is unremarkable with no essure device. Separate in the container is a coiled metallic spring that is 6 cm in length x 0.3 cm in diameter. There is also a thin, twisted wire that is 4.5 cm in length x 0.1 cm in diameter. Both of these fragments resemble an essure device.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality-safety evaluation of product technical complaint. On 29-jun-2020: mr received. Reporter information updated. Other relevant history and lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on, (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.